Event description:
It was reported that the caller experienced a cgm error 42 with their g6 sensor. The recorded blood glucose level was not specified, but it was implied that there was no adverse impact to the customer¿s blood glucose level. The customer was assisted with a pump reset by technical support, and they successfully started a new sensor session without the error recurring.